Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that three tampons were inserted upside down in the applicator tubes, making the retrieval strings inaccessible during removal. The tampons were manually removed by the consumer. No consequences reported.